Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex d - conclusion desc 1 to d02 - cause traced to component failure

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the erbe monopolar had firing issue. Technical support engineer (tse) confirmed site had tried power cycle integrated electrosurgical unit (iesu) or erbe and replaced monopolar cable, but issue persisted. Tse confirmed with customer that neutral electrode pad was normal, and universal surgical manipulator (usm) was recognized as normal, but issue remains. Customer will use spare erbe to complete the procedure as planned. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and confirmed but not replicated. Upon visual inspection, the unit¿s top cover had a deep scratch; otherwise, the unit is in good condition. The erbe was tested using the system and successfully cauterized all ports and instruments without any issues. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.